Event description:
It was reported that a spacer was implanted at l4-l5 in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively.

Manufacturer narrative:
Additional information: medical interpretation: lateral x-rays of l4/5 transforaminal lumbar interbody fusion (tlif) . CT reconstruction appears to show pseudoarthrosis above spacer and some retropulsion of graft material. Some erosion of superior endplate is verified (of l5) likely related to pseudoarthrosis or infection.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.